Event description:
User noted the instrument generated a fatal hardware error, and water pouring from the right side of the instrument onto the table and onto the floor. No patient samples were involved, and user stated that she did not slip, fall or was injured. The field service representative determined the cause to be an intermittent problem with the float switch and replaced float switch. Performance tests were performed.